Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was in the 120 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons works intermittently. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported crack on the lcd screen after it has been dropped. Customer was unable to read the insulin pump screen because of the damage. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test or verify button keypad anomaly due to cracked and bleeding lcd glass. No moisture/ damage/unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.